Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad rubber peeled off since a month ago. The reporter stated that down and okay buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The keypad cover was peeling. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The ¿up¿, ¿down¿ and ¿ok¿ buttons responded intermittently while the contrast button was unresponsive. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored.